Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.

Event description:
Information received indicates the left head siderail latch is broken, preventing the siderail from latching.